Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient specific prescription form was submitted for patient's right total femur. Diagnosis is "max extension". Note "previous pin 19802, surgery in (B)(6) 2016. Legs length discrepancy 30mm, muscle contracture".